Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to a broken neck.

Manufacturer narrative:
See investigation attached. - attachment: [19110046_investigation.pdf].